Event description:
Device malfunction: balloon rupture and detachment. Time of malfunction: during the procedure. Symptoms/ae: intervention to remove balloon fragment. It was reported that during an interventional procedure in a dialysis arteriovenous fistula, the agiltrac balloon ruptured at 14-15 atmospheres and detached circumferentially. The detached portion of the balloon was completely removed from the vessel using a lasso, guide and forceps. There were no adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not returned for investigation. Without the device, a root cause for the balloon rupture and detachment could not be determined based on the described event. However, factors that can contribute to balloon rupture include, but are not limited to, material, interactions with other devices, patient anatomy, lesion calcification, lesion tortuosity, or insufficient preparation prior to use. The lot number was not identified; therefore, the lot history record could not be reviewed.